Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up properly. This issue will prevent the system from booting to a usable state. No pt or user injury.